Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has been having battery connection issues on his insulin pump since about (B)(6) 2014. He has received battery out limit, off no power, and no delivery alarms. Customer's blood glucose was unknown. Customer stated that yesterday he saw one of the battery contacts was missing. The device is working fine now so customer did not want to replace the battery. A replacement battery cap was sent. Customer was advised of the possible causes of battery out limit, off no power, and no delivery alarms. He was advised to monitor the device and call back when needed. Nothing further reported.